Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the stent was dislodged from the stent delivery system (sds) and was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The tip of the device was damaged upon removal of the product mandrel due to presence of solidified blood, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed, 4.00x9mm concentric and denovo target lesion was located in the non-tortuous and non-calcified posterior descending artery (pda). The lesion was predilated with a 1.5x15mm, a 1.5x20mm and a 2.5x20mm maverick2 balloon, leaving 60% residual stenosis. Thrombectomy was then performed, removing the rest of the thrombus. A 3.0x28mm promus element stent was advanced to the lesion and was successfully deployed in the proximal to mid pda at 16atms. A 4.00x12mm promus element stent delivery system (sds) was then advanced over the non bsc guide wire just proximal to the previously placed stent; however, once the sds reached the ostium of the right coronary artery (rca), it was noted that the stent was no longer on the stent delivery balloon. As a snare was not available, the physician attempted to retrieve the dislodged stent with multiple balloons and guide wires; however, the attempts were unsuccessful. A 1.50x20mm maverick balloon was used to push the dislodged stent distally and then a 4.0x20mm promus element stent was advanced to the rca and crushed the dislodged stent against the vessel wall. The lesion was postdilated with a 4.0x20mm maverick balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed, 4.00x9mm concentric and denovo target lesion was located in the non-tortuous and non-calcified posterior descending artery (pda). The lesion was predilated with a 1.5x15mm, a 1.5x20mm and a 2.5x20mm maverick2 balloon, leaving 60% residual stenosis. Thrombectomy was then performed, removing the rest of the thrombus. A 3.0x28mm promus element stent was advanced to the lesion and was successfully deployed in the proximal to mid pda at 16atms. A 4.00x12mm promus element stent delivery system (sds) was then advanced over the non bsc guide wire just proximal to the previously placed stent; however, once the sds reached the ostium of the right coronary artery (rca), it was noted that the stent was no longer on the stent delivery balloon. As a snare was not available, the physician attempted to retrieve the dislodged stent with multiple balloons and guide wires; however, the attempts were unsuccessful. A 1.50x20mm maverick balloon was used to push the dislodged stent distally and then a 4.0x20mm promus element stent was advanced to the rca and crushed the dislodged stent against the vessel wall. The lesion was postdilated with a 4.0x20mm maverick balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.